Event description:
Reporter stated the check button on the infusion device does not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles inside the housing of the menu button. The particles temporarily isolate the area of contact inside the button housing.

Manufacturer narrative:
The event occurred in (B)(6).